Event description:
It was reported that the pt was experiencing an increase in seizures. Patient's pre-vns baseline seizure rate is unk to manufacturer at this time. Good faith attempts are being made to obtain additional info.